Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy from their right ventricular lead. Upon interrogation, the lead exhibited noise on the pace/sense vector which resulted in inappropriate shocks. It was noted that the lead was fractured due to clavicular crush. On (B)(6) 2018, the lead was capped and replaced. Patient was stable and in good condition post procedure with no issues. Patient will continue to be monitored routinely.